Manufacturer narrative:
The mentor failure analysis lab has completed the evaluation based on photographic evidence provided of the suspect medical device. Photographic evidence evaluation summary: upon visual evaluation of the image provided in the complaint, the device was observed to be ruptured. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. Although the product was not received, the manufacturing records of the lot-serial number provided were identified. The manufacturing records were reviewed, and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. (B)(4).

Event description:
It was reported that a female patient who underwent a breast augmentation revision with two smooth mentor memorygel breast implants (374cc on the left and 400cc on the right) experienced bilateral rupture of implants postoperatively, confirmed by a physician. As a result, the patient underwent explantation and replacement with mentor memorygel breast implants, 450cc on the left (catalog # 3504501bc, left serial # (B)(4)) and 475cc on the right (catalog # 3504751bc, right serial # (B)(4)) on (B)(6) 2020. This medwatch report is for the right-sided implant.